Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power failure is detected. Customer's blood glucose at time of incident was 226 mg/dl. The customer attempts 6 new batteries but the pump display remains black. The customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump history shows that vcc voltage, backup vcc voltage and motor vcc voltage are within functional specifications. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 24 was noted during our testing. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window, case and fading serial number label.